Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device is an instrument and is not implanted/explanted. Review of the returned device confirmed that the attune impaction handle had a broken lever. It should be noted all the pieces were returned. Root cause product design. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Review of the returned device confirmed that the attune impaction handle had a broken lever. It should be noted all the pieces were returned. The root cause for this failure mode has been investigated as part of CAPA and determined to be "incorrect geometry and material selection for load application". See the CAPA for more information related to the investigation. The risk associated with this failure mode has been assessed within a hhe and determined an occurrence score of "l1" for each potential harm identified (the product problem has never been known to result in the identified harm, and it is not reasonable to expect that it ever would).the complaint does not indicate any patient effect or surgical delay. This is consistent with the findings of the hhe and previous complaint investigations. The qrb recommended field correction in the form of a communication to device users. Further corrective action has been identified and information can be found under CAPA.

Event description:
Universal impactor handle was broken. No delay in theatre, no patient harm. A spare device was used.